Event description:
It was reported by the patient that a malfunction had occurred while using their omnipod 5 controller app. The patient gave an example of attempting to type in, ".5 u", but the decimal point did not register and the system dosed 5 units instead. The patient caught the problem in time and did not have any adverse side effects. No injuries or medical intervention was required due to the malfunction.

Manufacturer narrative:
The reported event occurred due to a software defect that is subject to a field safety correction. Reference FDA:(B)(4).